Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl; cause was unknown. Bg was addressed via a manual injection. Reportedly, the customer did not believe the correction boluses were being delivered, however, tandem technical support did not identify any issues with the pump or supplies. During system check, the customer reported the pump settings had been changed recently by the healthcare provider. Additionally, the customer indicated use of cartridges beyond the intended three day use as indicated per labeling. Tandem technical support educated the customer on replacing cartridges per labeling guidelines. The customer was instructed to consult with healthcare provider regarding bg level.